Event description:
Reporter stated she had a mesh implant for hernia repair in 2007. It was an in and out procedure. The following day, she has experienced itching, burning and redness in the implant area and developed lesion all over her body. When she went to the emergency room, she was told she was experiencing a reaction from the implant. She was given an antibiotic and released. A week later, she was seen by her healthcare provider's colleague since her doctor was not available at the time. That physician referred her to see a dermatologist. The dermatologist referred her to (B)(6) clinic. At (B)(6) clinic, she had an MRI and was told that there was fluid collection around the implant, the mesh is attached to the lower part of her ileum and there was also a bowel obstruction. The reporter said they had to do another surgery in 2008 to reconstruct her lower part of ileum and also to fix the bowel obstruction since her bowel started slipping through her abdominal wall. The reported said she had another surgery, for the third time in 2008 to replace the existing mesh with a silk mesh and was hospitalized for 1 month. Since the bowel obstruction problem has not been resolved, she had to have another surgery for the 4th time in 2008. The reporter stated to this day, still has the bowel obstruction problem and she is disabled and not being able to work as the result.